Event description:
The nurse reported a system message displayed during surgery. The system was switched out to complete the case. The case was delayed 5-10 minutes. The comments in the service request were reviewed with the nurse regarding the chamber collapse. The nurse stated the surgeon had a brief period of chamber instability during the I/a portion of the case. This was not related to the system message or a system malfunction. The surgeon was able to stabilize the eye. The nurse stated the surgeon was originally running two operating rooms and dropped to one operating room to complete the surgical day. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The solenoid spacers were replaced and disposed of. The company service rep was counseled to save samples for in house eval. The system was then tested and met all product specifications. (B)(4).